Event description:
It was reported that the user experienced loss of continuous glucose data display on the ilet while dexcom g7 readings remained visible in the dexcom app, and the user transitioned to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms on the ilet and no impact to blood glucose control or need for medical care. Investigation included troubleshooting and education with the user. Investigation of this case revealed a communication issue limited to the ilet display of glucose data while the dexcom g7 system functioned, consistent with signal loss to the ilet only. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure between the ilet and the cgm transmitter.